Event description:
Reported by the patient as a leak in the lap-band system.

Manufacturer narrative:
Medwatch sent to FDA on: 08/nov/07. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter was asked to return the product for analysis after explantation. Visual examination may confirm or determine another connector type associated with this report. No revision surgery has been scheduled. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."